Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Patient had no symptom improvement post operatively and did not feel stim in bicycle seat area, physician obtained x-ray and it showed lead migration. Patient denied any falls or contributing factors. Surgical intervention occurred with lead revision on (B)(6) 2022 to resolve the issue.

Manufacturer narrative:
Concomitant products: product ID: 978b128, lot#: va2gjk7, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 14-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.